Event description:
A patient reported blood glucose results of 113 mg/dl, 109 mg/dl, 110 mg/dl with a lifescan meter and 80 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose.